Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The patient (pt) mentioned they had the trial and it was prefect, but when they got the spinal cord stimulator(scs) implanted, the scs did not work because the hcp implanted only one lead and the pt never got therapeutic relief in their back. Pt had therapy in their legs, but not desired back therapy. Pt said the met with their hcp and their hcp said the scs was designed for their legs not their back, so the pt would not get back relief. Pt was frustrated because they though they should have had 2 leads implanted and should have therapy in their back. Pt said they stopped using their scs and stopped charging the scs because it wasn't helping, so the ins depleted and possibly went into overdischarge. Pt said they would scheduled to have their ins replaced this afternoon. Pt said they had switched hcp's because their hcp "did not do it properly." Pt said they "cannot find anyone with only one lead." Pt said their mother had an scs that worked until she died (no allegations were made against mother's scs). Pt spoke to a mdt rep. About the issue, but patient services specialist(pss) did not gather notify date information because pt was escalated. Hcp information not gathered because pt was escalated. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.